Event description:
The account reported the brakes set but do not hold. The bed was located in cvicu at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake casters are worn from normal wear and tear. The bed was delivered to account on (B)(4) 2013 and there are no records of the brake casters being replaced on this bed until now. The tech replaced all brake casters to resolve the issue. Base on this info no further action is required.